Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging allergies. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.

Manufacturer narrative:
The device involved was a replacement device and is not within the scope of the recall; therefore, all recall-related fields from the previous report should be disregarded. The b5 section was incorrectly captured in the prior submission and is corrected as follows: the manufacturer was contacted regarding the replacement dreamstation auto bipap. The manufacturer received information alleging allergic reactions. There was no report of medical intervention.